Event description:
Customer reportedly received results of 297 mg/dl and 150 mg/dl within 10 minutes on the advantage system. High blood glucose symptoms were reported with these results; customer self treated by drinking water. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.